Event description:
The cam02 inter-cranial pressure and temperature monitor was showing catheter failed. The customer indicated they attempted to test a b catheter which failed, then they tried the catheter on a 2nd cam02 and it tested fine. They took the cam02 in question out of service until the ils rep was called to set up service. It was unknown if the device was in contact with a patient, there was no report of patient injury or death alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 02/22/2017 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR review was completed for cam02 monitor serial number (B)(4) appendix 1. Date of manufacture: may 2015. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors was calculated as 28,184 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (7) can therefore be calculated as 0.03% (3 x 10-4) (occasional) of procedures. Conclusion: the cam02 monitor was returned and was verified as performing to specification; the complaint incident was verified as valid based on the log file review. However the investigation for cause was unable to identify the root cause of the complaint incident. Future incidents of this nature will be documented for recurrence and trending purpose. Root cause: the complaint evaluation was verified as valid; the investigation for cause was unable to identify the root cause of the complaint incident.